Event description:
Physician was pulling and pushing separator wire and the wire fractured at the junction of the 010 and 018 transition. The physician commented that he did pull the wire back and forth out of the rhv until he saw the green 010 portion of the separator. The physician and staff were re-trained on the total system on (B)(6)2009.

Manufacturer narrative:
Technical evaluation: the unit was returned with the original chipboard box. The pss032 is fractured at the proximal taper grind. The physician acknowledges that he had been manipulating the separator wire with this joint outside the rhv. In addition, there is a large flat spot between 1.5 and 2.5 cm from the distal tip. Conclusion: the incident is confirmed as reported. The manipulation which the physician was doing with the separator wire is specifically warned against in 2166.c page 16, "separator movement should be kept short enough (<2cm) so that the separator's midshaft (green in color) does not exit rhv." The DHR for this production lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1943.a (lot# l14008). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.